Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
It was reported that during a procedure the implant would not detach from the release rod of the device. The procedure was completed successfully with a surgical delay of 90 minutes while the surgeon enlarged the surgical site and cut the rod off flush with the pedicle. No additional medical intervention or adverse consequences were reported.

Event description:
It was reported that during a procedure the implant would not detach from the release rod of the device. The procedure was completed successfully with a surgical delay of 90 minutes while the surgeon enlarged the surgical site and cut the rod off flush with the pedicle. No additional medical intervention or adverse consequences were reported.